Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The device was returned to the pil for lab investigation of the device "bipap a40 pro". During the device evaluation, while verifying the patient disconnect alarm, the unit went into ventilator inoperative alarm. Also, the error logs were inspected by pil and found to show ventilator inoperative errors in the log. (6) e-050 pressure regulation alarms preceded the (6) ventilator inoperative alarms in the logs. The etched disk was found to be partially clogged. Results of the investigation did not uncover any details that would impact the risk analysis for the device. However, this is covered in the current product risk analysis merlin risk matrix ER# (B)(4) version 29, this failure does not change or modify the risk of the device, currently. It would be covered under tags (B)(4). Pil visually inspected the bipap a40 and did not observe anything to note. Pil tech did take the log from the unit. Pil tech reviewed error logs and noted the ventilator inoperative alarms did show in the error log. E-050 pressure regulation alarms are present in the logs also. When the patient circuit was opened to atmosphere to verify the patient disconnect alarm, the unit alarmed on ventilator inoperative. The unit was disassembled to view the etched disk. The disk is partially clogged with debris that appears to have originated from an external source. In this report, evaluation method code grid, evaluation results code grid, component code grid and conclusion code grid were updated.